Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that the patient had said he stopped getting pain relief gradually since the event date. Patient symptoms included less than 50 percent therapy relief, specifically in the patient¿s lower extremities; they had become increasingly painful. The history and physical reportedly stated a (B)(4) study was attempted on (B)(6) 2014 but the catheter would not aspirate and the catheter couldn¿t be visualized in the spine on the x-rays that were taken. On the date of this report, the entire catheter was replaced. The patient¿s status at the time of this report was listed as ¿alive ¿ no injury¿. The device system was used to deliver morphine. It was further reported the patient had recovered without permanent impairment.